Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ double capsule: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side ¿bilateral painful capsular contracture with double capsule and rupture¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side ¿bilateral painful capsular contracture with double capsule and rupture¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h6.

Event description:
Healthcare professional reported right side ¿bilateral painful capsular contracture with double capsule and rupture¿ diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.